Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old japanese male patient had impella cp pump inserted in the left ventricle for myocarditis. It was reported that after the peel-away sheath was replaced with an indwelling sheath there was no bleeding at first; however, bleeding began to increase gradually at the impella access site. The bleeding subsided to some extent while the angle was maintained. The patient was administered red blood cells, amount unknown. No further information was provided.